Event description:
It was reported that loss of ventricular capture was noted on the device via a review of remote transmission. During an in-clinic device check, confirmed stable capture threshold and appropriate device outputs. It is unknown if any programming changes were made. There were no adverse health consequences, the patient was stable.